Manufacturer narrative:
According to the information initially provided, tube b of a biplane system failed at the beginning of an emergency procedure. As tube a had already been defective for 2 days at that point in time, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. The on-site service showed that tube b was not defective, but the touchscreen of the ecc (examination control console) no longer responded and the screen went black. If the ecc fails, the ecc does not display any data on the user interface (e.g., programs, frame rates) and it is not possible to select a function of the ecc (e.g., control of exposure parameters). Accordingly, these functions were not available in the examination room. However, all these functions were available via the system console in the control room. Investigation of the log file revealed that the ecc had lost the connection. The cause was found to be a defective ecc cable. To make the system operational again, the ecc cable and the tube on plane a were replaced as part of a service activity. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane system. During an emergency patient procedure, no x-ray release was possible. Additional information was provided that the procedure was continued and finished using an alternative system. We have no indications of any adverse effects on the health status of the involved patient.